Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Date of onset for postoperative pain and nonunion is unknown. Additional product codes for this report include hwc. (B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to pain and non-union. The patient, who was originally treated for a distal tibia fracture on (B)(6) 2015, returned to the operating room on (B)(6) 2015 to have the original hardware removed. One (1) variable angle-locking compression plate (va-lcp) and four (4) 3.5mm cortical screws were removed intact. Six (6) variable angle screws were discovered to be broken. All pieces were successfully retrieved. The patient was then revised with a tibial nail. The procedure was completed successfully. Patient status/outcome is unknown. This report is 1 of 3 for (B)(4).